Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The serial number for the hl20 was not provided, so a manufacturer's date could not be determined. Reference: (B)(4) and (B)(4).

Event description:
On (B)(6) 2012, (B)(6) center, (B)(6), reported that for the hl20 lpc 20-120 2-pumps console (article number: 70102.8582, serial number: unknown) that they occasionally received a "comm error" on pump #2. This error does not affect the pump function. Reference: (B)(4) and (B)(4).